Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose level was 478 mg/dl and was treated with insulin injections. The customer was unable to clear the alarm and indicated that insulin injections/pens would be used to manage diabetes.